Event description:
The patient reported that the previous implantable neurostimulator (ins) was replaced due to shorting out. The manufacturer representative (rep) was uncertain as to why it occurred. The patient also had percutaneous lead removed and a surgical lead placed. The health care professional (hcp) wanted to do this because the rsd was getting worse within the last three years and felt it would be more effective. It was noted that the patient had recovered completely.

Event description:
The patient reported to the manufacturer representative (rep) that the previous pocket site was warm. Other relevant medical history includes complex reg pain syndrome and non-malignant pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.